Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): eq rev compress screw lck cap kit, 4.5 x 22mm, 320-20-22, (B)(6). Eq rev compress screw lck cap kit, 4.5 x 30mm, 320-20-30, (B)(6). Eq rev compress screw lck cap kit, 4.5 x 26mm, 320-20-26, (B)(6). Eq rev compress screw lck cap kit, 4.5 x 26mm, 320-20-26, (B)(6). Eq rev glenoid plate, 320-15-01, (B)(6). Equinoxe reverse 38mm humeral liner +0, 320-38-00, (B)(6). Equinoxe reverse tray adapter plate tray +0, 320-10-00, (B)(6). Eq reverse torque defining screw kit, 320-20-00, (B)(6). Eq rev locking screw, 320-15-05, (B)(6). Equinoxe reverse 38mm glenosphere, 320-01-38, (B)(6). Eq rev compress screw lck cap kit, 4.5 x 18mm, 320-20-18, (B)(6).

Event description:
As reported, approximately 6 months post op initial right tsa, this 56 y/o male patient was revised due to instability. Second stage process. Everything was removed. Patient was last known to be in stable condition following event. Product not returning: disposed at the hospital. Unable to obtain images or x-rays.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.